Event description:
The reporter stated the surgeon used a aq5010v three piece silicone lens. Lens tore coming out of the inserter. Lens was partially inserted in the eye, not all the way in. Backup lens was implanted. No patient injury. Cause of lens tear was due to loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Conclusions - based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4). Device not returned.